Event description:
It was reported that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device was displaying all the icons. Further evaluation was performed. It was verified that the device would power on and then would power right back off. It was observed that the bt1 battery cell only read 135 volts and was labeled defective, causing the power failure. The customer received a replacement device.